Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with two implantable neurostimulators (ins) for the treatment of spinal pain. It was reported that the patient had a lot of problems with the right ins. The patient reported that they cannot charge the ins because it causes them pain to the point where it puts them down to the ground. The patient reported that recharging is more painful on the right ins, but is also painful on the left ins. The patient noted that the last time they charged the left ins, it was not painful. It was reported that the patient stopped charging and has not charged the inss or used the therapy since (B)(6) 2018. The patient thinks they last charged on (B)(6) 2018. The patient reported that they only charge the inss up to 25% when they need an MRI. The patient stated that they were never able to charge right. The patient is scheduled to see their surgeon on (B)(6) 2019 and wants a manufacturer representative to be there. Additional information was received from a healthcare professional. It was reported that the hcp wanted a rep to be present so the device could be removed. The hcp reported that the patient wasn't able to charge and the stim wasn't working well. No further complications were reported.

Manufacturer narrative:
Product ID 97715 lot# serial# (B)(4) implanted: (B)(6)2018 explanted: product type implantable neurostimulator if information is provided in the future, a supplemental report will be issued.

Event description:
The patient called in to get in touch with a manufacturer representative (rep) for their appointment coming up on (B)(6)2019. The patient reviewed the same information that they had already reported. No further complications were reported/anticipated.